Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problem"), alopecia ("hair loss") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dyspareunia, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, bladder disorder, hormone level abnormal, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, hormone level abnormal, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for-dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, metrorrhagia, perforation, bladder problems, hormonal changes, hair loss and gi conditions. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received-this case was upgraded from other event to incident. Event injury to herself removed and new events uterine perforation, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmenorrhea (cramping), metrorrhagia(bleeding b/w periods), bladder problems, hormonal changes, hair loss and gi conditions were added. Patient demography was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.